Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that there would be a pump replacement and catheter revision scheduled for (B)(6) 2025. They would ship back effected implants after the case.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. Pump drug information was not reported. It was reported that the patient stated that their pump was "dying early" and wanted to know if it was a part of a field action. The reporter did not know why the patient thought it was dying early and was trying to get more information. The rep was also not aware of which field action the patient may have thought their pump was a part of. Technical services was unable to look up current list of field actions. The rep planned to clarify with the hcp what the patient was reporting and would call back. Additional information received indicated that the rep clarified with the hcp that the pump was not "dying early" as the patient alleged and that it was on track for normal elective replacement indicator (eri). The hcp clarified that they thought there might be an issue with the catheter or catheter interface, as they did a nuclear study recently and the contrast did not go past the catheter connection. Technical services reviewed the field corrective action (fca) specific to tissue ingrowth into the catheter connector on ascenda catheters. Technical services also reviewed and sent information related to the motor stall due to foreign particle fca. It was confirmed that the patient's current pump was not in the population of devices potentially affected by this fca.

Event description:
Additional information received from a healthcare professional (hcp) via a company representative (rep) reported that the catheter had been explanted on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial (B)(6). Implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the healthcare provider inspected the pump and catheter in the operating room and did not find anything wrong, so the devices were discarded.